Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Manufacture date monitor - 07040423 - 11/20/2012. Belt - 59134851 - 09/24/2015.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event consisting of one shock. The patient was conscious at the time of the treatment delivery. At 14:24:54 on (B)(6) 2020, the lifevest detected an arrhythmia. The patient's rhythm was ventricular tachycardia (vt) at 160 bpm. The response buttons were pressed from 14:25:04 to 14:28:48. It is unknown who was pressing the response buttons at this time. At 14:30:28, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was vt at 160 bpm and the patient's post-shock rhythm was vt at 160 bpm with ECG interference and disconnection. The patient has since ended use due to ICD placement. There is no indication that a device malfunction caused or contributed to the patient treatment. Due to the failure to convert and the response buttons being pressed while the patient was in a treatable rhythm, reporting event out of abundance of caution.